Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer attempted several troubleshooting steps, such as trying different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump, confirming the shipping address and advising the customer that the replacement pump would come with updated software. Customer was instructed on returning the problematic pump to tandem and acknowledged the need to program settings and connect cgm to the new pump.